Event description:
The resident was in a shower sling without stays. During her transfer, she slipped out from sling, flipped over onto the ground and landed on her belly. Pt had bruising on right shoulder, right thigh and right knee. Ref # 9681684-2013-00046.